Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that there was oozing at the incision site and the infection was procedure related.

Event description:
A report was received that the patient had developed an infection at the lead incision site. The physician believed that the infection was not device related. The patient was administered intravenous antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the lead incision site. The physician believed that the infection was not device related. The patient was administered intravenous antibiotics and underwent an explant procedure.